Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented with a lead safety switch notification. In-office isometrics were unable to identify or reproduce the noise and illustrated all normal measurements. The patient is non pacemaker dependent and reportedly only 1 percent paced. The feature was disabled and the device and right ventricular lead, remain implanted and in service with no resulting adverse effects.

Manufacturer narrative:
As no return of product is expected our investigation is complete.

Event description:
Subsequently, another high out of range pacing impedance measurement was triggered on the remote monitoring system. The patient returned and via fluoroscopy, a lead fracture was confirmed. A revision took place at which time this lead was surgically abandoned and replaced in absence of any adverse patient effects.